Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were unknown results with a difference of 25% per ccr meter to lab. Tests were done within an unknown amount of time. Patient did not experience any adverse events. No further information has been reported.